Event description:
Event occurred regarding transpac¿ it monitoring kit, 84" safeset reservoir, 2 blood sampling port, 3ml flush device, un-bonded macrodrip where it was reported that the rn went into the patient's room and found the that the transducer had come apart. The blue housing/cover was separated from the clear back plate and the wires were exposed. The rn was able to snap it back together and it continued to produce a waveform. There was patient involvement but no patient harm.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.